Manufacturer narrative:
Updated to reflect the patient's weight at the time of the event, received on 2017-sep-01 b updated to reflect the information received on 2017-sep-01 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp) on 2017-sep-01. It was confirmed that the patient's pump was implanted on (B)(6) 2017. According to the hcp, the patient has a lumbar seroma. The catheter tip is at t1 with x-ray examination. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
The main device, other components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for intractable spasticity. On (B)(6) 2017, it was reported that the patient's catheter location "looked terribly concerning". According to the consumer, a spinal fluid leak and a pocket formed by the leak were clearly visible. The consumer reported that the patient received the pump on (B)(6) 2017. No further complications were reported.